Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer did not perform the air removal step and used cold insulin to load the cartridge. Tandem technical support educated the customer regarding the loading process. Customer continued using the existing cartridge. There was no reported adverse impact to the customer.